Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 96255589, 96255591 and 96255593; the last 3 lots shipped to the account prior to the event date. There were no ncmr¿s for the reported lot number. The axius blower/mister device was not returned to maquet cardiac surgery for investigation, therefore no evaluation could be performed. However, a photographic inspection was conducted. Signs of clinical usage and evidence of blood were observed on the handle. The shaft appears to be intact with no defects. Unable to determine whether there are missing components on the blower/mister. Based on the photographic inspection, the reported failure "component missing" was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, blower mister with IV sets had missing tip or wrong position of tip, so it cannot be sprayed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure, blower mister with IV sets had missing tip or wrong position of tip, so it cannot be sprayed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.